Event description:
It was reported that when scanning various protocols the scan aborts at the end of the sequence, before the reconstruction occurs. Per the medwatch form toshiba received from the user facility, the scanner malfunctioned following a time injection of contrast. They were unable to complete the exam.

Manufacturer narrative:
A defective circuit board was identified as the problem. The board was replaced in 2008. The system checked out using a phantom and everything appears to be functioning normally.